Event description:
Pt stated that in 2003, they noticed that their blood sugar was high. They found that the "lead screw" appeared to be rubbing on the 3 ml size insulin cartridge, which prevented the cartridge from sliding properly. This caused pt to be under infused with insulin. Pt stated that this is the second pump they have had that has had this problem.

Event description:
Add'l info rec'd from rptr 12/8/03: rptr is having a continuing problem with the referenced pumps. Rptr has rec'd 5 replacement pumps during the past 7 months and now the last replacement is no longing working properly. They also stated that they believe that the MFR should have to provide a new warranty with each replacement pump instead of only honoring the warranty from the date of the initial purchase. Rptr stated that they are also concerned by the company's lackadaisical attitude about the problem.